Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to broken bearings in brake linkage and head caster supports. Per the hill-rom service manual the bed should be subject to a effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the bearings and two caster supports to resolve the issue. Based on this info, no further action is required.